Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of the cartridge broke off resulting in customer being unable to use it. Customer's blood glucose was not impacted. Reportedly, a cartridge change was performed and insulin delivery was resumed.